Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, zhang, j., ebraheim, n., lause, g., xiao, b. And xu, r. (2011, may). A comparison of absorbable screws and metallic plates in treating calcaneal fractures: a prospective randomized trial. J trauma acute care surg, 72, e106-e110. The authors conducted a prospective, randomized study to compare the clinical outcomes and complications related to stabilization of intra-articular calcaneal fractures treated with absorbable screws and synthes device, metallic plates. Between february 2007 and march 2009, synthes plates were used for fixation in 52 cases ¿ 38 men and 14 women (group a) with median age 40 years. Absorbable screws were used for fixation in 47 cases ¿ 35 women and 12 men (group b) with median age 41 years. Follow-up was an average of 23 months (range, 15¿32 months). Clinical outcome and complications were assessed and compared. In group a, the authors reported: six cases of poor wound healing, one case of deep infection treated with irrigation and debridement with subsequent plate removal, and four cases of peroneal tendon irritation and complained of pain evoked from foot pronation which resolved with plate removal. This report is for an unknown plate. This is report 1 of 1 for (B)(4). A